Event description:
Low oxygen level alarm, unit was repaired by ge healthcare in (B)(6) 2013, oxygen cell was replaced by the repair depot. There are consistent problems with these ventilators. The batteries do not hold up under normal use. They require repeated recalibration to keep the o2 cell from drifting. The battery cell and battery gauge that monitors the charge requires discharge and recall every 3 months. For a life support device it is not dependable. [Manufacturer: versamed/ge].